Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The manufacturer representative reported via the patient that they were scheduled for pocket revision due to placement of the implantable neurostimulator (ins) and because one electrode was out of range. The out of range electrode was not in use. The patient did not like the location of their ins because they bumped it on things. Prior to the revision electrode impedances were checked. After the revision the issues had resolved. Indications for use are as follows: 043 failed back surgery syndrome 903 spinal pain